Event description:
It was reported to philips that the device failed the etco2 test during op check.

Event description:
It was reported to philips that the device experienced an etco2 failure during operational testing. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty processor pca. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced and the device passed all subsequent testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.